Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise resulting in pacing inhibition was observed on the right ventricular lead through a remote merlin.net transmission. No patient symptoms were reported. No changes were made and the patient would continue to be monitored.

Event description:
New information reported that the lead was capped and replaced on (B)(6) 2015. The patient was noted to be in stable condition throughout the event.